Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that a stent dislodgment occurred. The lesion was located in the interior carotid artery. A 4.00x24mm promus element plus stent was selected to treat the lesion. The stent did not go through a non-bsc guide catheter. The stent stripped off in the guide. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was severely damaged. The two most distal rows remained crimped in place. The remaining rows were stretched proximally to a total stent length of 41mm. It appears that the struts on the most proximal row caught on the guide catheter during advancement as the entire section was stretched proximally. The balloon appears to have been subjected to a minor positive pressure particularly at the proximal side potentially having caused a minor expansion of the stent and making the stent more prone to getting caught in the guide catheter. The distal outer lumen was slightly kinked at two locations approximately 6cm proximal to the proximal balloon bond. The hypotube was kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a stent dislodgment occurred.the lesion was located in the interior carotid artery. A 4.00x24mm promus element plus stent was selected to treat the lesion. The stent did not go through a non-bsc guide catheter. The stent stripped off in the guide. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.